Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac artery. Post stent deployment, a 16-6/5.8/75 xxl esophageal balloon was advanced for dilatation. However, during the second inflation at 3 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac artery. Post stent deployment, a 16-6/5.8/75 xxl esophageal balloon was advanced for dilatation. However, during the second inflation at 3 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion had 55% stenosis and was located in the mild to moderately tortuous right iliac artery.